Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the caller with resetting the pump, and the same malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction reoccurred.